Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Unable to interrogate device upon implant. Physician opted to explant and implant a new biomonitor iii. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the device could not be interrogated with a programmer, thus confirming the clinical observation. After a reset of the communication unit, the device could be interrogated. The device was in back-up mode and the programmer displayed a message, stating that the device had registered frequent resets. An analysis of the memory content confirmed that the device had performed frequent resets prior to the implantation. The device was re-initialized and could be interrogated without abnormalities. Subsequently, the device was subjected to an electric test, which confirmed proper sensing and adequate battery voltage. In summary, the device could not be interrogated. After successful re-initialization the device was fully functional. There is no indication of a device malfunction. The root cause for the unsuccessful communication with the device could not be determined.